Manufacturer narrative:
(B)(4). The customer reported that the battery was completely depleted and failed to charge on the cadex charger. There was no report of pt involvement. The device was evaluated and repaired by the customer. Replacement of the battery resolved the failure.

Event description:
The customer reported that the battery was completely depleted and failed to charge on the cadex charger. There was no report of pt involvement.